Manufacturer narrative:
Evaluated one open/used reservoir. Using a new lab transfer guard performed pre-fill reservoir test. Found a crack at top of the reservoir's neck. Reservoir leaks.

Manufacturer narrative:
The product code and common device name provided with the initial report were incorrect. The correct information has been provided with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had reservoir leak. The customer¿s blood glucose level was 469 mg/dl with no symptoms at the time of the incident. The customer does not know where it¿s leaking from. The customer did troubleshoot the issue. The customer did not return the product back for analysis.